Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 05-feb-2018, a field service engineer (fse) followed-up over-the-phone and instructed the customer to replace the rotor seal, stator face assembly, and sample loop assembly; however, pressure high still persisted. The customer was able to clear clot in system by running hemolysis wash through elution buffer 1 line and turning on the pump manual for several minutes. In all, the troubleshooting over-the-phone confirmed that port 5 of the injection valve was too tight, causing the high pressure to remain an issue. The fse instructed the customer to cut off the end of the peek tubing for port 5 of the injection valve and installed a new graphite ferrule. The pump pressure was at 7.42 mpa and only slight fluctuations running samples. The customer recalibrated and ran quality controls without any issues. No further action was required by the fse. The g8 instrument was functioning as designed. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 01-jan-2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. 100 pressure high the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported event was due a bad connection of peek tubing for port #5 on injection valve.

Event description:
On (B)(6) 2018, a customer reported getting 100 high pressure error messages with the g8 instrument. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.